Manufacturer narrative:
(B) (4). The driver was returned for evaluation. Approximately 3mm of the tip broke off, consistent with interface during usage. Fracture surface analysis revealed a fairly brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the driver broke during surgery. The broken tip was retrieved. No patient complications were reported.